Event description:
The anesthesia doctor noticed 2 black foreign bodies less than 1 mm in size inside a 20 ml bd syringe. It is undetermined if the spots are black or grey. The top of the vial is grey. The top of the vial is grey and the syringe rubber is black. The syringe was suspended from use and held for resolution. Report completed in collaboration with our pharmacy consultant, (B)(4).